Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation with a qdot micro¿ catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. First, it was reported that after connecting the qdot catheter, it was noticed that the tx eco cable light turned red, and the carto 3 system displayed error 218, self-test eco cable failure. The qdot catheter connections were re-seated in the correct sequence without resolution. The tx eco cable was replaced without resolution. The cable was replaced without resolution. The qdot catheter was replaced and the issue was resolved. The procedure continued. It was also reported that after the isvt case had completed, a pericardial effusion was noticed in the patient. Post-procedure, when pulling the catheters from the body, the pericardial effusion was noticed on ice (intracardiac echocardiography) with the soundstar® catheter. The medical intervention provided to the patient was a pericardiocentesis, and it is believed that at least 1l of fluid was removed. Open heart surgery as performed on the patient in order to "patch" the perforation, at the right ventricular septal apex. Patient was reported to be in stable condition. The physician¿s opinion on the cause of this adverse event is bwi product malfunction and procedure. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. Errors observed during the procedure are: 1007 chest patch sensor error and 433 mapping magnetic distortion. Patient has improved but required extended hospitalization.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the information received, it was reported an adverse event using a qdot micro. The product was returned to biosense webster (bwi) for evaluation on18-jun-2024. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. In addition, the d4. Lot, d4. Expiration date and 4. Device manufacture date were obtained. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).